Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. There was no reported device malfunction. The root cause for the event cannot be determined. The instructions for use identifies vessel dissection and death as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for an aneurysm with a 3mm neck near the a1-a2 junction. The scepter xc balloon was prepped successfully without issues. After deployment of the first coil, the balloon was positioned on the a1-a2 junction opposite the neck of the aneurysm. During the first inflation, the balloon was not visible, so the balloon was deflated and the syringe was exchanged for the same syringe with a 50% contrast/50% saline mixture used for preparation. The balloon was then re-inflated and was visible. A second coil was deployed and the balloon was deflated under fluoroscopy. A rupture of the artery and dissection in the vessel was then identified at the site of the balloon inflation. The balloon was repositioned downstream of the rupture to prevent bleeding. The patient remained hemodynamically stable for a few minutes before the vitals signs dropped. The patient was closely monitored by the anesthetist team over "several tens of minutes" and the hemorrhage was reported to have stopped. An MRI was performed to evaluate the consequences of the incident. The day after the procedure, the patient died.